Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "declaration from the customer: oncology department. On (B)(6) 2016: product taxol. The pumps looks infused correctly, green ·run light indicated that the pump worked correctly, but the product didn't flow.. The nurse tried to restart the pump. No success the nurse had to change the pump. Pump treatment information: na. Type of drug:taxol or gemzor. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.